Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for degeneration was confirmed based on the provided medical records. A review of the DHR, lot history and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'approximately 4 years and 3 months post tavr, the patient presented with a possible failing 29mm sapien 3 edwards transcatheter valve.' Per medical records, 'the cardiologist diagnosed bioprosthetic aortic valve dysfunction with mixed disease, including moderate to severe regurgitation and stenosis, without evidence of leaflet thickening.' Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that factors indicated above caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported from fcs, approximately 4 years and 3 months post tavr, the patient presented with a possible failing 29mm sapien 3 edwards transcatheter valve. Upon follow up, the vcc advised that a patient with a history of severe bicuspid aortic stenosis treated with a 29 mm edwards sapien 3 valve in 2021 was scheduled for a valve-in-valve (viv) transcatheter aortic valve replacement (tavr) on (B)(6) 2025 due to suspected valve dysfunction. Recent imaging and clinical evaluation revealed moderate to severe regurgitation involving both valvular and paravalvular components. The paravalvular regurgitation originated around the left coronary sinus. Hypoattenuated leaflet thickening (halt) was noted, predominantly involving the base of the anterior leaflet. The patient reported progressive symptoms, including exertional shortness of breath, chest tightness, lower extremity edema managed with intermittent diuretic therapy, orthopnea, and paroxysmal nocturnal dyspnea. The patient had a recent hospitalization for heart failure. Echocardiographic and transesophageal imaging performed on (B)(6) 2025, respectively, confirmed the findings. Gradients, valve area, and leaflet mobility details are documented in the attached reports. Relevant medical history includes cirrhosis, thrombocytopenia, coronary artery disease status post CABG (1985), drug-eluting stent placement in om3 and pta of the circumflex (2007), ischemic cardiomyopathy with prior lvef of 20'25% (improved to 44% on recent imaging), atrial fibrillation, and ascending aortic aneurysm measuring 5.1 cm. The patient's final outcome following the planned intervention is unknown at this time. After reviewing the medical records provided, the patient is a 66-year-old male, with a past medical history significant of aortic stenosis, aortic regurgitation, heart failure with reduced ejection fraction, ischemic cardiomyopathy, coronary artery disease, atrial fibrillation, ascending aortic aneurysm, cirrhosis, thrombocytopenia, alcohol use, dyspnea on exertion, and prior tobacco use, who underwent a successful implantation of a 29mm sapien 3 valve on (B)(6) 2021. Approximately 4 years and 2 months post-implantation, the patient was admitted on (B)(6) 2025 following cardiac catheterization that revealed severely elevated right-sided filling pressures, requiring IV diuresis. A transesophageal echocardiogram on (B)(6) 2025 demonstrated moderate to severe aortic regurgitation, both valvular and paravalvular, with a mean gradient of 23 mmhg, ava (vti) of 1.3 cm', doppler velocity index of 0.24, and lvef of 45%. The patient reported recent onset of exertional dyspnea, chest tightness, and lower extremity edema, managed with intermittent diuretic therapy. The cardiologist diagnosed bioprosthetic aortic valve dysfunction with mixed disease, including moderate to severe regurgitation and stenosis, without evidence of leaflet thickening. Due to high redo surgical risk, the plan is for valve-in-valve tavr on (B)(6) 2025.

Manufacturer narrative:
Investigation is ongoing.